Event description:
A customer reported a cgm error, identified as error 42, while using a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support walked the customer through a pump reset process, which resolved the error. The customer was advised to wait 20 minutes before starting a new sensor session and acknowledged this guidance.